Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The suture broke in the knot area while the surgeon was making knots after continuous suturing of the great vessel. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-04333 and 2210968-2013-04334. The same patient is represented in each medwatch.